Event description:
It was reported that the patient was found faint. The physician suggested replacing the implantable pulse generator (ipg). The hospital did not have an ipg of the same model at that time so no action was taken. The patient felt faint again with the lowest heart rate of 35 beats per minute (bpm). It was again recommended to change the device immediately. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).